Event description:
Note: age and weight of the patient is unknown. It was reported to boston scientific that while using a hydrothermablator procedure set during an hta procedure, there was a fluid leak at the cervix. The physician aborted the procedure. The cervix was burned (degree unknown), however, the patient did not feel it. Silvadene cream applied to the afflicted area. Patient was reported as "fine".

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.